Event description:
It was reported that the patient with this neurostimulator was informed by the provider that the lead had either pulled out or was not in the correct position. The patient underwent a lead revision surgery, where the physician removed the existing lead but was unable to place a new one, resulting in the procedure being aborted. The ins was removed, and the patient is now fully explanted with no plans for reimplantation per the physician. There were no complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.